Manufacturer narrative:
The returned valve was patent, and passed leak and siphon testing. However, the valve did not meet reflux testing requirements and was not within specifications for pressure-flow and preimplantation testing. Debris found on the valve membrane may result in reflux and affect flow rates. A review of the mfg records showed no anomalies.

Event description:
It was reported that the valve was explanted due to flow properties of shunt system. No specific fault was detailed with the valve. A new shunt was implanted, and the pt is in good health.